Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the drg ipg site and had high impedances on their scs lead. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned higher to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
G3 - date received by manufacturer was apr 15, 2025 which was not submitted under regulatory report number MDR-2024-36995-02.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.